Event description:
The turbo-ject double lumen peripherally inserted central venous catheter was placed on (B)(6) 2012. On (B)(6) 2012, it was noticed that the connection of the PICC tubing and plastic hub was leaking. The patient lost approximately 15 mm of blood and the lumen was unable to be used. The PICC line had to be switched out. A request was made if the patient had to receive blood due to this event. The initial reporter stated if blood was given this information would have been in her report, this was not mentioned. However, her report stated the patient had emotional trauma due to this event.

Manufacturer narrative:
(B)(4). No product was provided to assist in this investigation. The incoming inspection for urethane PICC manifold assembly performs tensile testing on shafts, extension tubes and hubs. Quality control also performs a dry leak test to confirm the catheter lumens are free of communication. The extension tubes with the winged flla are confirmed to be securely attached. IFU "precautions"/"if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately."/"catheter maintenance"/if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needleless adapters approved for saline only lock are used, saline only catheter lock may be used. We will continue to monitor for similar complaints. The appropriate individuals have been notified. Per the conclusions of the quality engineering risk assessment, the risk is insufficient to warrant corrective action at this time.